Manufacturer narrative:
This event is being filed as an MDR as the patient reported being hospitalized for a week and being diagnosed with angioedema while an align product was being used.

Event description:
The patient reported symptoms of headaches, swollen face and gums, and being diagnosed with angioedema. The patient reported visiting the ER, and was diagnosed with risked edema de quicke (angioedema), to alleviate the reported symptoms. The patient reported being prescribed cortisone (steroid) injections and tablets to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently asymptomatic.